Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that the smartisite broke during clinical use. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.